Event description:
A customer obtained an erroneously elevated troponin (accu tni) result of 2.87ng/ml for one patient. Upon repeat testing a lower result was obtained (0.20ng/ml). The erroneous result was reported out of the lab. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
The customer collects accu tni samples in lithium heparin plasma tubes, and centrifuges samples at 3,500 rpm for five minutes. Qc was within the customer's established ranges prior to and after the event. A system check performed on (B)(6) 2009 passed within instrument specifications. A field service engineer (fse) was dispatched: the fse inspected the instrument and replaced multiple parts. The fse cleaned several hardware components. The fse conducted a diagnostic, qc and precision testing; all results passed within instrument specifications. Although hardware issues were addressed, a definitive root cause has not been determined to date for this event. A malfunction will be assumed for the purpose of this report.